Event description:
A physician reported a pt who was tested twice with negative results in 1995 and on 10/04/96. She was treated with two formulations of collagen on 10/17/96 to the top lip lines, vermilion border, periorbital lines and marionette lines. In 10/96, exact date of onset unk, the pt developed redness, swelling and induration at the periorbital lines. On approx 10/27/96, the second test developed symptoms. Elocon, prednisolone and claritin were prescribed.